Event description:
On (B)(6) 2014 olympus biotech received a report that five patients who received osigraft as part of an unspecified procedure subsequently experienced heterotopic ossification. One of the patients experienced heterotopic ossification in the upper limb and another experienced the heterotopic ossification in the femur. The feedback was presented at an orthopaedic conference held in the (B)(6). No additional information was provided with the initial report. The olympus biotech medical reviewer assessed the events as of unknown seriousness and possibly related to the osigraft. This aggregate case has been created pending receipt of additional information. Additional information has been requested.